Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) sensor pairing to the ilet following a pump firmware update, resulting in signal loss between the cgm and the ilet; the user was guided to toggle settings and re-enter the sensor pairing code, which restored attempted pairing steps. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical care. User support included customer troubleshooting and education. Investigation of this case revealed a communication interruption between the cgm and ilet after firmware update, consistent with a device communication issue without hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was software interaction leading to temporary communication disruption.